Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented remotely via merlin. Net. The pacemaker exhibited far r-wave oversensing. No programming changes were done. The patient was stable throughout.